Event description:
It was reported that three (3) months after an internal fixation surgery had been performed on (B)(6) 2021, the heads of one (1) cortical screw lock screw (d4.5-l45) inserted distal to the osteotomy broke. A revision surgery was performed on (B)(6) 2022 to explant the screw: the intraosseous part of the screw was not removed to prevent floor damage. Drilling for the new screw was done bicortically in a somewhat more horizontal alignment. The plate was retained.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated, including 2 cortical screws p/n: cc040nd, lot: fw6x and p/n: cc045nd, lot: fw6y and 3 lock screws p/n: 185600nd, lot: ftrq, fw6y and ftrn. Visual inspection of the returned devices confirmed the reported breakage of the cortical screws. No further anomaly was found during the inspection of the returned products. Patient x-rays were provided that show the screws breakage, however the x-rays do not reveal the cause of the breakage. A review of complaint history for the part number over the past 4 years did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A review of the risk management file revealed this failure mode and associated potential hazards/harms have been previously identified. As this is the first case of a post-operative breakage for a surfix® cortical bone screw diam. 4.5 mm during the last 4 years, the risk file will be reviewed to ensure the expected probability of occurrence is aligned with the actual occurrence rate and the anticipated risk level remains adequate. The complaint was confirmed and a contribution of the device to the reported event could be corroborated. However, no manufacturing, material or design issue were identified during investigation. While a definitive root cause for the breakage could not be identified, potential factors that could have contributed to the reported event include early weight bearing, a trauma or rigorous physical activity as the initial information stated the patient has downgraded his sports program. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.